Manufacturer narrative:
The oad was returned without the original saline line or guidewire. The fractured distal driveshaft section with the tip bushing was also returned for analysis. The initial visual and tactile examination revealed that the driveshaft was fractured at the distal edge of the crown. The crown remained intact and undamaged. The distal segment of the driveshaft exhibited adhered biological material at the fracture site. The biological material was removed and the driveshaft did not exhibit any damage that would have contributed to the tissue accumulation. Examination of the handle assembly revealed a kink in the driveshaft 13.5cm distal to the edge of the lap weld. No other damage was observed with the device that would have contributed to the reported event. As the original guidewire was not returned for analysis it could not be determined whether or not it was damaged or if it contributed to the difficulties experienced during the procedure. The kinked section of the driveshaft was destructively removed from the handle to allow for further functional testing. An in-house .014" test wire was loaded through the device. When tested using an in-house saline pump the device spun at low, medium, and high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing, the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. The measurement of the fractured distal section of the driveshaft confirmed that the placement of the crown also met the drawing specification from the distal end of the driveshaft tip bushing. The device history record for this lot number 129992 has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met its material, assembly, and quality control requirements. A review of lot number in the manufacturing system did not identify any records of scrap. At the conclusion of the failure analysis investigation, the root cause of the fractured driveshaft could not be determined. Bench top testing has been able to recreate a similar failure by spinning a 2.0mm solid crown around a tight bend which resulted in a driveshaft fracture at the distal edge of the crown. The exact cause of the reported event and failure are not known.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the bullet tip bushing of the csi orbital atherectomy device (oad) broke off inside the vessel and was stented in the superficial femoral artery (sfa) to be removed in a later interventional procedure. The physician accessed the target lesion in the proximal sfa by crossing over the iliac bifurcation, which was severely calcified. In the first attempt to access the sfa, the introducer sheath could not pass up-and-over the iliac bifurcation, so another sheath was used to gain access. The csi viperwire guidewire was introduced into the sheath and appeared to have kinked at the bifurcation. It was pulled back and appeared to have straightened out. The oad driveshaft was then loaded onto the guidewire and the sheath and driveshaft were advanced together to get up-and-over the bifurcation. The physician attempted to treat the target area, but noticed via angiography that the tip was no longer attached past the distal edge of the crown. The physician then removed the device and confirmed that the distal segment of the oad driveshaft, including the tip, had detached. Using fluoroscopy, the tip was identified in the proximal sfa , with the shaft segment extending into the common femoral. The physician made several attempts to remove the tip, but was unsuccessful. The physician then deployed a stent to secure the tip to the wall of the sfa. The patient remained in stable condition with plans to be transferred to another facility to have the stent and the tip removed. Requests for additional information have been made, but none has yet been received.